Event description:
The customer reported while using a hand held intermec barcode wand, device read a sample barcode incorrectly as "495235397" instead of "049gr35397". A hiv-1 p24 antigen assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01185-03.